Event description:
The customer reported that while in use on patient, the "auto fill failure" alarm was generated and pump was unable to start. When the power was turned off, "maintenance code #2" (drive transducer offset failure) was generated. The patient was switched to another non-datascope (zeon 907) pump. On (B)(6), the zeon 907 pump was replaced by the datascope iabp again. When the power was turned on, the iabp generated "electrical test fails code #58" could not start pumping. As per the alarm log, the operation of the pump had stopped. No patient injury was reported.

Manufacturer narrative:
The company service representative observed that the pressure transducer offset was out of specification. The pressure transducer (part number 0682-00-0076-01) was replaced. The system was tested to factory specifications and was returned to the customer. The issue was narrowed down to the insufficient curing of epoxy leading to possible development of impedance on the pcb. As per the CAPA, an impedance test was added to more effectively screen out the impedance failures and a process change was implemented by the transducer manufacturer to properly cure the epoxy and prevent the epoxy from bleeding onto the pcb. (B)(4).